Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of a separation of the distal bend relief requiring a clamshell repair was confirmed via photograph. The separation of the driveline's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 23nov2015. The implant kit was shipped with heartmate ii lvas IFU is currently available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. Patient handbook is also available. The heartmate ii lvas patient handbook addresses how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing this event.

Event description:
The bend relief separated from the metal connector. The universal perc lead bend relief clam shell was installed on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the distal bend relief requiring a clamshell repair was confirmed via photograph. The patient remains ongoing on device. The separation of the driveline's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. The implant kit was shipped with heartmate ii lvas IFU (instructions for use). This IFU outlines the indications of driveline damage, as well as how to respond to such events. Patient handbook is also available. The heartmate ii lvas patient handbook addresses how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the integrity of the patient's driveline silastic/metal interface was compromised. The account requested a clam shell repair for the patient. A picture of the driveline was submitted. The account was still awaiting the clamshell repair kit as of (B)(6) 2020 so the driveline had not yet been repaired. The patient had no issues and was asymptomatic. No equipment was to be returned.